Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use the implantable cardioverter defibrillator (ICD) was interrogated and the longevity estimator graphic indicated a gray bar / low telemetry battery voltage error. The ICD was re-interrogated five days later and the error was still present. The device was not utilized and there was no patient involvement with this event.